Manufacturer narrative:
Product analysis the device was returned with the red safety lock pin out of the device, the device was confirmed as 60mm, the device was returned with approx. 3mm of the stent exposed the deployment wheel was rotated, the stent able to advance out of the device, the stent was examined and no abnormality noted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the everflex entrust, the physician mentioned that the device felt unusual going into the body and had concerns over deploying it. Moderate resistance was met during advancement. The device was intended to a lesion in the superficial femoral artery. The target lesion was calcified with minimal tortuosity, measuring 60mm in length and 7mm in diameter. The vessel was pre-dilated and post-dilated, and the device was not passed through a previously deployed stent. The device was safely removed, and the procedure was completed using a new everflex. No patient complications have been reported as a result of this event. When the device was returned for evaluation, it was noted that the stent was partially deployed